Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed vial laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference 1627487-2016-06353,1627487-2016-06354. It was noted the patient had 2 anchors implanted from the same lot number.